Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain"

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2015 due to patient allegations of clicking sounds and that knee felt different. The surgeon stated that there were no physical problems during the revision procedure. The polyethylene components were removed and replaced.